Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a 2008k2 hemodialysis machine had an unknown ultrafiltration (uf) issue during a patient hemodialysis (hd) treatment. Upon follow up it was stated that adjustments were made; however, it was not specified which adjustments were made, if it was to the patient¿s uf goal, rate, or time. It was stated that the uf was not turned off at all during treatment, and that the patient did not require any additional treatments. Additional information regarding patient treatment or outcome was requested; however, not provided. Per follow up response the instructions were given to the clinic staff on how to resolve the issue (specific details on what tests were provided or performed on to the machine were provided). Per customer response, the machine has been returned to service and it is operating appropriately.